Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in a car accident and treated by paramedics due to hypoglycemia. The customer's wife stated that the customer did not experience any long term effects as a result of the accident. The reported blood glucose reading was 72 mg/dl, which was after the customer was treated by paramedics. The customer was not available to perform troubleshooting. The customer's wife stated that an issue with the infusion set caused the event. Nothing further was reported.